Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue particulate matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag after compounding with intralipid bags. It was further reported that the particle was the same color as the stopper from the intralipid bag. There was no patient involvement. No additional information is available.